Manufacturer narrative:
The device in question was returned to the manufacturer on january 10, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue that was described as damaged or no light and it was stated that the issue was identified prior to medical procedure without patient involvement. The procedure was completed successfully with an unknown delay. According to this information there is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "cover lens missing" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process of the device. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow weakly. The event is filed under internal karl storz complaint ID: (B)(4).